Manufacturer narrative:
Batch review performed on 23 april 2019: lot 176159: (B)(4) items manufactured and released on 17-jan-2018. Expiration date: 2023-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988), lot 176244: (B)(4) items manufactured and released on 06-dec-2017. Expiration date: 2022-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0006l femoral component sphere cemented size 6 l (k121416), lot 173634: (B)(4) items manufactured and released on 24-oct-2017. Expiration date: 2022-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after 11 months from the primary due to an infection. The gmk sphere has been removed and a spacer was inserted instead and the surgeon will probably implant after 6 weeks a gmk revision knee.